Manufacturer narrative:
Patient age: 18 years old over. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR # 2134265-2013-04821, 2134265-2013-04828. It was reported that during an intravascular ultrasound, the ilab system failed to autopullback. The 50% stenosed mildly calcified and mildly tortuous target lesion is located at the left anterior descending artery. During the procedure, the physician connected the motor drive unit to the sled well. However, the system did not perform automatic pullback. The physician decided to finish the case with a manual pullback. No patient complications reported.